Event description:
It was reported that, during the dissection of the pelvis for a robotic right sigmoidectomy procedure, the arm and ligasure ras went off screen and out of the surgeons view on the monitor for less than 30 seconds. When the surgeon's assistant attempted to move the ligasure ras back in view to regain visibility, an injury to the right iliac vessel occurred, resulting in bleeding. The vessel injury was caused by the ligasure ras tip which was activated and it punctured the vessel. The bleeding was initially controlled but subsequently continued. The procedure was converted to open, and the right iliac vessel repair was completed as well as an additional procedure for a terminal colostomy. The patient lost 2 liters of blood and required a blood transfusion. The patient required prolonged hospitalization to recover. There was a delay of 20 minutes due to the reported issue. The patient recovered with sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.